Event description:
A faradrive steerable sheath clear device was found to have a foreign object adhered to the sheath valve prior to use. The device was removed from service, and the procedure was completed using another faradrive sheath. No patient involvement occurred and no complications were reported.